Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-extension-set tubing had flow issues on 10 occasions, connection issues on 2 occasions, and was damaged on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via survey response the clinician experienced flow rate occluded (10), iso compliant device cannot be connected to the bd q-syte septum (2), bd q-syte needle-free connector is damaged / defective (2). Additional information related to bd q-syte needle-free connector is damaged / defective states: "a blockage occurred with some medicinal products, such as lyophilised antibiotics."